Manufacturer narrative:
E1: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had alarmed for air loss and subsequently would not restart. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings,investigation conclusions), h11 a getinge field service engineer fse evaluated the unit, but was unable to duplicate the reported malfunction. The fse successfully completed a simulated treatment without issue testing catheter and trainer without issue upon initial testing. A single gas loss alarm was observed in the logs. There were no critical logs. Nothing abnormal was identified on the unit. The pressure and vacuum regulators were operational and within tolerance. The fse replaced the drive regulators as a precaution. The fse completed preventive maintenance pm. The unit was calibrated. All functional and safety tests passed per factory specifications. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept.the failure analysis and testing dept. Received the following parts drive regulator pressure, drive regulator vacuum with a reported unit failure of gas loss alarm while on patient.the fat dept. Performed a visual inspection of all components received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department installed drive regulator vacuum and drive regulator pressure in the cardiosave test fixture and tested to factory specifications per cardiosave manual.the failure analysis and testing department performed the functional test using the patient simulator for 3 hours and could not duplicate the reported failure of gas loss alarm.the failure analysis and testing department could not verify the failure of gas loss alarm.

Event description:
N/a.